Manufacturer narrative:
Of the 10 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to cold/cracker solder. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 10 malfunction events. A review of the events indicated that the one touch ping model pump experienced a dual alarm issue. These reports were received from various sources. The patients associated with this allegation ranged from 9-76 years of age and between 40 and 245 pounds. Of the reported patients, 5 were male and 5 were female.

Manufacturer narrative:
The following information was inadvertently missing from the previous report. During investigation for unrelated allegations, there was 1 additional dual alarm failures revealed during product investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Follow up #2 07/28/2017 device evaluation: in q2 2017, there was 1 instance of dual alarm failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.